Manufacturer narrative:
Qn# (B)(4). A functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history review could not be conducted since the lot number was not provided. The customer complaint cannot be confirmed, and no corrective actions can be implemented due the lack of product sample and batch number to perform a proper investigation and determine the root cause. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the bullet came off during the second pass. The bullet was retrieved.